Event description:
I had breast augmentation in 1995, and over the years have had numerous autoimmune illnesses. This past year being the worse. Celiac, lymphatic colitis, prolapse issues, capsular contracture grade 4. I have been diagnosed with psoriasis and hypothyroid. I have over 30 of the bii symptoms and have been to numerous doctors. I was experiencing horrible back and neck pain. FDA safety report ID # (B)(4).